Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous iliac artery. The physician selected a 20/7/2/100 equalizer balloon catheter to temporarily block the blood flow while performing blood vessel prosthesis implantation. However, on the second inflation at the end of the procedure, as the pressure was increased slightly, the balloon ruptured with an unknown atmosphere. The balloon was removed intact. The procedure was completed with this device. No patient complications were reported and the patient status was good.